Event description:
A surgeon reported that an intraocular lens (iol) was exchanged due to the patient was complaining of visual acuity loss. The surgeon believed the visual acuity loss was due to sub-surface nano glistenings. Additional information has been requested.

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information was requested. A completed questionnaire has not been received. (B)(4).